Manufacturer narrative:
See related regulatory report 2029214-2018-00866. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician tried delivering the first pipeline device into the siphon area but the patient's tortuous anatomy caused a lot of resistance, resulting in the pipeline becoming jammed inside the microcatheter in the distal end during delivery. As a result the physician changed the whole system, thinking the xt27 could have a better result. However, the issue occurred again with the pipeline becoming stuck due to high resistance from the patient's vessel tortuosity. The system was then changed once again with the pipeline able to be delivered successfully using an xt27, with it noted that although there was resistance, they could manage it better. There was also movement during placement of the tip of the catheter with the pipeline also jumping during deployment. The pipeline was placed at least 3 mm past the aneurysm neck on either side, and no side branches were covered. The patient was undergoing treatment of an unruptured, saccular aneurysm in the left ica with a max diameter of 8mm and a neck diameterof 9mm. Dual antiplatelet treatment was administered. The patient's vessel tortuosity was severe. During the case the physician attempted to release slack from the system but it did not resolve the issue. Catheter accordion damage was noted in the distal section with the pushwire also kinked. The devices were flushed/prepared as indicated per the IFU. The pipeline was re-sheathed less than or equal to 2 times. Ancillary devices include a neuron max sheath, neuron delivery 070 guide catheter, marksman microcatheter, transcend guidewire.